Event description:
The spinal cord stimulation (scs) patient experienced bleeding due to the wound site reopening after failing to heal. An urgent re-suture was performed to close the wound. No devices were removed or added, and the ipg remains implanted. The patient is expected to make a full recovery.